Event description:
It was reported that arrhythmia occurred. The native annulus was 26.3 mm in diameter with calcification noted. Pre balloon aortic valvuloplasty was not performed. A 27 mm lotus edge valve was implanted. The following day the patient was treated with a permanent pace maker implant.